Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the medical team identified that the sheath seemed broken in the distal part. There were no damages or separations noted in the hub or brim cap. The hemostatic valve was not dislodged as well. The sheath was replaced with a like device. The overall delay was 5 minutes. The procedure continued and was completed without patient consequence. So there was no damage and consequences caused to the patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per internal review, the product receipt of 8-apr-2024) was mistakenly omitted from the initial report. The product investigation was completed on 24-may-2024. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the medical team identified that the sheath seemed broken in the distal part. There were no damages or separations noted in the hub or brim cap. The hemostatic valve was not dislodged as well. The sheath was replaced with a like device. The overall delay was 5 minutes. The procedure continued and was completed without patient consequence. So there was no damage and consequences caused to the patient. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual and microscopical inspection of the returned device was performed following bwi procedures. Visual analysis revealed that no damage or anomalies were observed on the tip; however, the connector was broken and not returned for investigation. A microscopic analysis was performed on the breakage area, it was noticed that the surface of the cable around the area of the breakage was irregular, this indicates that the connector component was not cut but ripped off while using excess force during the handling of the device. A device history record evaluation was performed for the finished device number 60000279 and no internal action was found during the review. As no other damage or anomalies were observed on the tip, the ripped-off connector may be related to the issue described by the customer; therefore, the broken condition reported by the customer was confirmed. The potential cause of this issue could not be established. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).